Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a femoral artery. The eccentrically shaped, 2.25 x 10mm, 70% stenosed de novo target lesion was located in the bifurcation of the left anterior descending artery and the diagonal artery. Pre-dilation was not performed. The physician intended to place two stents in a kissing technique. Resistance was noted when the 2.25x16mm promus element coronary drug-eluting stent system was advanced. As the stent could not be advanced further, it was removed and damage to the stent was observed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a femoral artery. The eccentrically shaped, 2.25 x 10mm, 70% stenosed de novo target lesion was located in the bifurcation of the left anterior descending artery and the diagonal artery. Pre-dilation was not performed. The physician intended to place two stents in a kissing technique. Resistance was noted when the 2.25x16mm promus element coronary drug-eluting stent system was advanced. As the stent could not be advanced further, it was removed and damage to the stent was observed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the stent was not received, only the stent delivery system was returned. No kinks or damage were noticed along the shaft of the device. No issues were noted with the profiles of the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it, and pillowing, indicating that the stent was crimped in the correct location. The balloon was tightly wrapped and was not subjected to any positive pressure. An appropriate sized product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).